Event description:
It was reported that during a slap tear procedure of the shoulder on (B)(6) 2015 utilizing a suture passer. During the procedure, the wire would not pass through. The surgeon used another suture passer to puncture the meniscus and complete the procedure with no delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.